Manufacturer narrative:
The unit passed the self-test and displacement test and had no rf pic failed self-test alarms were found. The unit had a cracked case at the display window corners and a minor scratched lcd window.(B)(4)

Event description:
The customer called in to report a rf pic failed self-test error alarm. The customer stated they ran a self-test and then the alarm occurred. The customer's blood glucose level was unknown. There were no significant events leading to the alarm. The customer's product was replaced and returned.